Event description:
It as reported that the customer had some problems with some treatment plans (fields) created in acuity. When an asymmetric field is created in acuity, in random cases the field descriptor is changed to symmetric field although the field image shows that the field should be asymmetric. If this is not corrected, the treatment field is changed automatically to symmetric when the plan is opened at the treatment machine. As a result, one patient was mistreated with a symmetric field when the field should have been asymmetric. Based on the reported information, a 12 cm length of the lateral portion of the spinal cord (1.5 cm wide section) was under dosed during one fraction by 4 gy. There were 5 planned fractions, so that portion of the spine received a 20% under dosage.

Manufacturer narrative:
Based on the reported information, a 12 cm length of the lateral portion of the spinal cord (1.5 cm wide section) was under dosed during one fraction by 4 gy. There were 5 planned fractions, so that portion of the spine received a 20% under dosage. The issue is believed to have occurred as a result from incorrect data received from the simulation planned with the acuity (simulator). The results were not identified until after the patient treatment with the clinac machine was complete. The issue is mitigated by normal workflow patterns, where the plan would be first approved at the treatment planning system, so that re-calculation would be required if the field parameters were changed at the simulator. It is also mitigated by the normal workflow of checking the field pattern at the treatment machine, and would be further mitigated by routine quality assurance checks. As advisory letter was provided, advising the customer of an anomaly that has been identified with the acuity radonc client software where the field axis properties can change during a simulation. A new service pack is available to all customers as part of an ongoing class iii correction. A varian service representative will contact the customer to schedule the appropriate upgrade. No follow-up reports are anticipated.